Event description:
It was reported that a large volume intermate did not deliver all of its contents to a patient. An unreported amount of solution remained in the device when it was disconnected from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 06, 2012 ¿ may 07, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.